Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited a high capture threshold of 2.75 v, 0.4 ms. The lead was re- moved and replaced.